Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration

Event description:
Patient representative reported "damaging defects" and "surgical operations must be performed to repair and prevent further damage". Also advised "currently being treated for breast cancer". Device remains implanted. Affected side is left.